Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation as it is being retained; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, when injecting into the tube they would meet with resistance. The caregiver would rub down the tube with their fingers while injecting (it is unknown whether medication or nutrition was being used at the time of the injections). On (B)(6), 2012 the tube became torn and leaked outside the patient.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.